Manufacturer narrative:
No unexpected blank display anomaly noted during testing. Device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Device passed the self-test. Device received with scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 300 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.